Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve procedure, while articulating the stapler with the first reload to position the device, the articulating knob made a strange sound. Nonetheless, the surgeon was able to fire the device correctly. It was noted that the jaws of the reload opened normally after firing. When the surgeon tried to open the reload and return it to its neutral position, it did not do so effectively. Another handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that in the returned video an egiauxl attached to an unknown reload could be seen. The reload was clamped and the retraction knobs were partially advanced. The retraction knobs were retracted. The reload was clamped. The articulation lever was articulated. The articulation lever was moved back into the neutral position. No strange noises could be heard in the returned video. In the returned image, one egiauxl could be seen inside of its opened packaging. The retraction knobs were fully retracted. The articulation lever was in its neutral position. Lot number "p3c0451" was listed on the packaging. It was reported that the instrument was difficult to straighten and made strange noise. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve procedure, while articulating the stapler with the first reload to position the device, the articulating knob made a strange sound. Nonetheless, the surgeon was able to fire the device correctly. When the surgeon tried to open the reload and return it to its neutral position, it did not do so effectively. Another handle was used to resolve the issue. There was no patient injury.